Event description:
The product was used during a lung volume reduction procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.